Event description:
(B) (4) clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with unstable angina. The index procedure treated the 80% stenosed, 3.0x16mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre-dilation with an unspecified balloon, the placement of a 3.0x24mm taxus liberte study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B) (6) 2009, the patient presented to the hospital with chest pain. Initial ck-mb and troponin were negative. EKG showed sinus rhythm. No st-t wave abnormality was noted. A stress test revealed possible anterolateral/anterior defect consistent with ischemia. Cardiac catheterization was recommended and performed two days later. Core lab information reported the study stent was patent. On day 5, a target vessel revascularization treated two lesions in the 2nd obtuse marginal branch. The first lesion was treated with angioplasty resulting in 30% residual stenosis. The second lesion was treated with angioplasty and placed a 2.5x12mm non study taxus stent resulting in 0% residual stenosis. A non-study vessel located in the distal right coronary artery was treated with angioplasty and placed two taxus (2.75x32mm, 2.5x24mm) non study stents. Following post dilation with an unspecified balloon residual stenosis was 0%. On day 6, the patient was discharged on aspirin and clopidogrel.

Event description:
Per the surgeon's report, the patient complained of dizziness and pressure in the ear when using her cochlear implant system. In 2007, the surgeon determined that the electrode array was visible in the external ear canal. The device was explanted on approx one and a half months later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Manufacturer narrative:
(B) (4)